Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a labral repair procedure, the wire was caught inside the handle and did not release, essentially rendering the passer useless. There were no reported patient consequences as a result of the malfunction. No additional information was provided

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Product was visually examined. The nitinol kite has been cut with the kite portion having been removed and not returned. The portion that was returned was able to pass completely through the wheels. The complaint event cannot be verified. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.